Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply bag and the supply line of the homechoice cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of eight of peritoneal dialysis therapy. During troubleshooting, it was reported that there was loose connection in one of the bags of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the patient in clearing the alarm. Rts advised the patient to discard all supplies, then informed the registered nurse regarding the alarm and incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.